Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during threshold testing with this cardiac resynchronization therapy defibrillator (crt-d), right ventricular (rv) lead and another manufacturer's left ventricular (lv) lead, the test was terminated, however, there was a delay in device recovery after ending the test that resulted in pacing inhibition for 2.6 seconds for a pacemaker dependent patient. Boston scientific technical services (ts) discussed that it was normal device operation as it takes two seconds to terminate the testing after the end test button is pressed, however, the timing between end test and transition to normal pacing can take up to three seconds. No adverse patient effects were reported. This product remains implanted and in service.